Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, cracked case at display window corner, a small crack on the battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 25 mmol/l. The customer's current blood glucose was 8 mmol/l. The customer was treated by manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was treated with the manual injection. The insulin pump will be returned for analysis.